Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue. It is unknown which leas caused ineffective therapy.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000152755.